Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. Visual examination of the device identified no anomalies. X-ray imaging revealed solder leakage below the negative terminal pin reaching out towards can. If pertinent information is provided in the future, an additional supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached recommended replacement time (rrt) after being implanted for less than three months. Boston scientific engineering analysis of device data indicated the device is exhibiting premature battery depletion at an accelerated rate. However, the cause remained unknown at this time. Subsequently, this icm was explanted. No other devices have been implanted at this time. The icm has been returned and analysis performed. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached recommended replacement time (rrt) after being implanted for less than three months. Boston scientific engineering analysis of device data indicated the device is exhibiting premature battery depletion at an accelerated rate. However, the cause remains unknown. Subsequently, this icm was explanted. No other devices have been implanted at this time. The icm has not been returned for analysis at this time. No additional adverse patient effects were reported.